Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(4) study. This complaint is being reported based on the event of asthma exacerbation with hospitalization. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2012. The procedure was completed successfully with no issues noted. On (B)(6) 2012, the patient experienced exacerbation of her asthma including symptoms of wheeze, productive cough, and dyspnea. The patient visited the emergency room on (B)(6) 2012 and was treated with solu-medrol IV and duoneb treatments. The patient was subsequently admitted into the hospital for IV steroids and oxygen therapy. A chest x-ray was negative. The patient was discharged from the hospital on (B)(6) 2012. The event was considered resolved as of (B)(6) 2012. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator - fev1: 2.53; fev1 % predicted: 84.33; fvc: 3.10; fvc % predicted: 81.79. Post-bronchodilator - fev1: 2.60; fev1 % predicted: 86.67; fvc: 3.14; fvc % predicted: 82.85.

Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed